Manufacturer narrative:
Reported event of ¿l-hook electrode was detached¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 31 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(6) . Per the instructions for use, the user is advised the following: avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a laparoscopic hysterectomy procedure on (B)(6) 2022 when it was reported, ¿it was reported that the l-hook electrode was detached near the end of the surgery. The surgeon intended to use the electrodes for hemostasis and irrigation. Since the electrode had fallen into the pocket of the cover cloth, it did not remain in the body cavity.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no known delay using an alternate, unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a laparoscopic hysterectomy procedure on (B)(6) 2022 when it was reported, ¿it was reported that the l-hook electrode was detached near the end of the surgery. The surgeon intended to use the electrodes for hemostasis and irrigation. Since the electrode had fallen into the pocket of the cover cloth, it did not remain in the body cavity.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no known delay using an alternate, unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.